Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) incorrectly detected ventricular tachycardia (vt) episodes as supra ventricular tachycardia (svt) and therapy was delayed due to the device discriminator. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.